Event description:
A surgicl procedure was performed to reposition the internal iliac arteries lower in the external iliac artery. Measurements regarding the enovascular device diameter and sizing was based upon the location of the bilateral re-implanted location of the hypogastric arteries. The zenith main body graft was positioned before deployment of the suprarenal stent. Upon deployment, due to the tortuosity of the vessel, the contralateral limb opened at a posterior location in the aorta. Subsequent release of the ipsilateral limb noted that the limbs of the main body were mildly crossed due to the positioning in the aorta. When deployed, the contralateral iliac leg graft was overlapped with the limb of the main body by two full stents in order to ensure more stability of the limb and provide reinforcement at the graft/graft seal. The ipsilateral iliac leg graft was overlapped with the main body graft three full stent bodies. Due to the posterior orientation of the contralateral check mark, the intended landing zones of the iliac leg grafts had not been achieved. An iliac leg graft was deployed at the landing site of the contralateral iliac leg graft and telescoped into the primary leg graft with a three stent overlap. An iliac leg extension was deployed on the ipsilateral side, achieving the desired landing site and a one and a half stent overlap with the ipsilateral leg. Both additional leg grafts landed proximal to the location of the hypogastric arteries. Post angiogram noted the presence of a mild to moderate type ii endoleak. Procedure concluded with the pt to be monitored for the type ii endoleak during a follow-up examination.